Manufacturer narrative:
H3 other text : device not return.

Event description:
The manufacturer received information alleging a ventilator fio2 was not maintaining. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator fio2 was not maintaining. There was no harm or injury reported. The device was evaluated by a field service engineer, checked the machine and found machine is not maintained fio2 value, when set 100 value it is showing on display 40.